Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device was unable to analyze. Complainant indicated they performed compressions while their team member restarted the device. Once power cycled, the analyze function worked as intended. They continued to use this device for the remainder of the event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including all functional testing impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycle testing without duplicating the report. The multifunction cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.